Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple intermittent temperature alarms occurred. Customer was unable to clear the alarm and declined to provide information regarding alternate insulin therapy. There was no reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.